Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration and the pump could not detect the cartridge during the load cartridge step. The pump was opened and a cold solder connection was observed on a circuit board component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration and the pump could not detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.